Event description:
Related manufacturer reference number:2017865-2021-12802, related manufacturer reference number:2017865-2021-12803. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient exhibited polymorphic/ pause dependent ventricular tachycardia during the interrogation. It was requested that patient be brought into clinic to further asses. It was noted that the right atrial lead exhibited high capture thresholds and high impedance. Occasional loss of capture was also noted due to the polymorphic vt. A temporary pace was placed, and the permanent pacemaker was turned off. The patient was then intubated upon arrival of the hospital and passed away on (B)(6) 2021. The cause of death is unknown.